Event description:
The patient called lifescan and alleged that their meter was missing segments. The patient stated that on the day of the event, they were feeling shaky and had a headache. They attempted to test but was unable to obtain a result becuase of the missing segments. They went to the hospital and their blood sugar was 45 mg/dl. They were given glucose. It is not known if the patient is taking any medications, and if so, any adjustments that were made. The missing segments issue was not resolved. Medical affairs attempted to reach the patient for more clinical information. A letter is being sent as a second attempt. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent.